Manufacturer narrative:
Correction: the implant date and explant date should have been filled in as (B)(6) 2024, and (B)(6) 2024, respectively. Section b6 should have been filled in with 'fluoroscopy was used to confirm the dislodgement.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. A complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures but shorting between conductors was found at the connector region. X-ray examination found the inner coil at the connector region to be over-torqued consistent with procedural damage. Visual inspection found the outer insulation twisted throughout entire lead body consistent with procedural damage. All damage found to the returned lead is consistent with procedural damage.

Event description:
It was reported that the patient presented for a follow-up in the hospital. It was noted that the right ventricle (rv) lead had become dislodged and was confirmed through fluoroscopy imaging. The rv lead also showed a loss of capture. The rv lead was explanted and replaced. The patient was in stable condition.